Manufacturer narrative:
Use of product past product expiration date was confirmed. Review of received information and DHR shows that the expiration date of the lead was 12 jul 2020 and that it was implanted on 04 aug 2020. The implantation was 3 weeks 2 days after the product expiration date. No reports of patient adverse impacts inclusive of 30 days past the implant procedure date. Based on the review of the complaint, the method used to assign ubd for the product, sterile barrier testing performed, the overall performance of the device, intended use of the device, low probability of occurrence and worst-case risk assessment, the patient risk for use of a device passed the ubd is occasional. Ous commercial field. Inventory policy was not released at the time of implant procedure. The returned terminal ends are not serialized; therefore, it is not possible to determine which terminal end is the expired product. No further action outside of completion of CAPA 116859 planned activities is needed.

Event description:
It was reported while reviewing a lead replacement event (manufacturer reference number: 1627487-2021-13319), it was found out that a lead was implanted outside the expiry date.